Event description:
Hamilton company was informed of an event that occurred on 2004, in which the hamilton microlab at instrument reportedly mispipetted samples. No death or injury resulted from this event. This report is associated with hamilton customer.